Manufacturer narrative:
Pr: # (B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the heartstart xl defibrillator charging time in battery mode was higher than 3.5 seconds. There was no adverse patient impact.